Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks and that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and high rate non-sustained episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.